Event description:
During routine product inspection performed by our distributor, a blue stain was found on the internal side of the tyvek lid of the inner sterile blister. There was no pt injury as the device never reached the hosp.